Event description:
As reported by our (B)(4) affiliate, during a transapical tavr procedure, the patient lost a large amount of blood (approximately 500ml total) and the systolic blood pressure was around 80mmhg. The bleeding was from the ventricular apex due to fragile tissue. The blood pressure was maintained by auto-transfusion (about 300ml). After the procedure, the patient was transferred in stable condition to the ICU.

Manufacturer narrative:
The patient died 34 days after the tavr procedure. The cause of death was septic shock. The patient¿s hospital course after the tavr procedure was complicated by renal failure requiring dialysis. She developed subcutaneous emphysema (cause not provided). There was worsening peripheral perfusion. ¿dual antiplatelet therapy was not administered due to the other complications.¿ the patient developed peripheral necrosis, metabolic acidosis, and uncontrolled inflammatory disorder. The patient¿s condition continued to deteriorate until she died. The death is not considered to be related to failure of an edwards¿s device.

Manufacturer narrative:
Per the instructions for use (IFU), access site complications/cardiovascular injury, including perforation of the ventricle or myocardium, bleeding, and injury at the site of ventricular access that may require repair are potential complications associated with the transapical tavr procedure. Per literature review, risk factors for apical laceration and bleeding include friable tissue, fatty apex, chronic steroid use, dilated lv with thinned walls, and hypertension during removal of the sheath. While patient characteristics are important, achieving good hemostatic control of the lv apex is one of the most critical steps in ensuring the success of the transapical procedure, particularly in the elderly with friable tissue. Additional literature review confirms there is a higher incidence of apical bleeding in female patients and patients over 80 years old. This information correlates with review of complaint history, revealing that the majority of apical bleeding complications appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. The thv training manuals note that that removal of the sheath and attempted closure of the apical incision may be associated with blood loss. Rapid burst pacing can be used to lower the systemic blood pressure during sheath removal and apical closure. The thv training manuals also recommend the physician consider performing the procedure under full cpb support for certain patients, including those with cardiogenic shock (cardiac index < 2 l/min per square meter) despite volume challenge and inotropic support, profound lv, rv, or biventricular dysfunction, and notably friable apex. In this case, per report the cause of the apical bleeding during the procedure was related to the patient¿s friable tissue. In addition to the transapical procedure itself, there were patient risks factors for apical bleeding which may have also contributed to the event (i.e. (B)(6) years old female patient). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.